Event description:
Pt was experiencing cardiac arrest. A central line, right subclavian was placed without too much difficulty; however, on threading the catheter over the wire there was some resistance, and when the wire was pulled it completely unraveled but was able to be removed. An IV was started, consequently, and the pt received the dosage of epinephrine.